Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against trypticase¿ soy agar ii with 5% sheep blood, catalog number 254087, lot number 1335202. Event description: it was reported that an entire box of plates (1x120 plates) would be contaminated. Complaint history review: the complaint trends were reviewed and for this product lot, several complaints were reported for contamination issues. Therefore, a trend was identified, and further investigation was performed. Batch history record (bhr) review: the batch history review was performed. As part of the investigation, the ingredients of this medium were reviewed. During this review, no deviation was detected. Sample analysis: picture sample was not provided. However, based on the reported complaints for this product lot, the reported contamination was verified. Retain samples were reviewed for this lot. During this review, contamination could be detected in one plate. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. A material review board (mrb) was conducted which led to a situation analysis (sa). The performed investigation showed that the origin of the contamination was associated to cleaning of the filling tubes within the production line. For implementing corrective and preventive actions, a CAPA was created. Please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion: based on the evaluation of the report the complaint is confirmed. CAPA#4344556 was created for contamination issue. Further investigations are being performed within the CAPA. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that prior to use, 120 bd trypticase¿ soy agar, plate, 90 mm x 120 plates were contaminated. The following information was provided by the initial reporter, translated from french: during the delivery of our previous subscription, we had a whole box (1x120 agars) of contaminated plates. They were invaded by several different types of colonies and fungi.

Event description:
It was reported that prior to use, 120 bd trypticase¿ soy agar, plate, 90 mm x 120 plates were contaminated. The following information was provided by the initial reporter, translated from (B)(4): during the delivery of our previous subscription, we had a whole box (1x120 agars) of contaminated plates. They were invaded by several different types of colonies and fungi.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), catalog number 221239, which is a class 1, preamendment device. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.